Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode needle stick. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® flashback blood collection needle there was a needle stick injury - post use. The following information was provided by the initial reporter. The customer stated: phase: in preparation for use. Defect: needle punctures nurse staff after removing needle cap. Quantity: 1 piece. Impact: adverse effects on medical staff, no adverse effects on patients.

Event description:
It was reported when using the bd vacutainer® flashback blood collection needle there was a needle stick injury - post use. The following information was provided by the initial reporter. The customer stated: phase: in preparation for use defect: needle punctures nurse staff after removing needle cap quantity: 1 piece impact: adverse effects on medical staff, no adverse effects on patients.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 8041187-2023-00201 was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore, this is not considered to be a reportable malfunction.